Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s sister reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis, on (B)(6) 2019 with blood glucose level 1100 mg/dl and 900 mg/dl and treated with insulin drip every hour 4 hours after getting it down at hospital. The customer was assisted with troubleshooting. Customer believe it was not giving the insulin correctly. The insulin pump will not be returned for analysis.